Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurrent nocturnal low blood glucose to 50 mg/dl and self-treated with oral glucose (juice) with recovery; the cause of the events was unclear. Symptoms included hypoglycemia, with the patient also reporting hot flashes or flushing. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information to identify a medical device problem or a specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.